Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in the history file. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform the a21 error, occlusion and excessive no delivery test due to motor error alarm. However, the insulin pump was received with normal operating currents and passed the self-test, rewind, basic occlusion, prime and displacement tests. The drive support disk was inspected and no anomaly noted. The insulin pump had cracked reservoir tube lip, broken battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error during basal delivery. The customer did not recall the blood glucose reading. The drive support disk appeared normal and recessed. The insulin pump had been exposed to a body scanner at the airport. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.